Manufacturer narrative:
Additional investigation is required.

Event description:
Reportedly, on the screen it was displayed "smartview connect app isn't responding".

Manufacturer narrative:
Analysis synthesis: upon reception of the smartview connect, the reported issue was not directly observed. Indeed, few minutes after turining on the device, the smartview application cannot be launched and remained blocked on the transmission screen. Few minutes later, the reported message 'smartview connect application isn't responding' was displayed. In-depth analysis indicates that the root cause of the issue is related to insufficient memory in the smartview connect, which prevents the system from listing trace files, a requirement for uploading them to bo. Each unsuccessful attempt results in additional files being retained in memory, progressively consuming more memory and ultimately causing the device to lock up. Numerous unexpected actions were observed in the logs, suggesting abnormal system behavior. A faulty charger can contribute to these memory problems. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, on the screen it was displayed "smartview connect app isn't responding".